Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings. The damaged lens was returned to b&l and evaluated. The results of the investigation reveal the plate haptic was torn diagonally, which is consistent with lens damage due to injector use. Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system. Other, suture.

Event description:
The physician reports that the crystalens haptic tore during insertion with the staar surgical lens injector system. Intervention was performed in order to enlarge the original incision, remove and replace the lens, and suture the incision. A second crystalens was implanted successfully.